Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a possible peritonitis event, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with an unspecified antibiotic intraperitoneally (medication, dosage, frequency, and duration not reported) for the possible peritonitis event. Peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.